Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says they are seeing a screen saying to replace controller battery, but their remote will show 100 percent charged. They said this only happens when recharger (rtm) is plugged in. They said it started a couple of weeks ago, and confirmed it started in january. Pt says the rtm heats up a lot. They said when they are charging it says excellent quality, yet the implant (ins) charge level doesn't increase. The issue was not resolved. A replacement rtm was sent to the patient. Additional information was received. It was reported that they received their replacement recharger but they're still experiencing issues while charging their ins. Pt stated it's taking a long time to charge their ins and the controller battery depletes before the ins is fully charged. It was confirmed that pt is using the replacement recharger and sent email to repair to replace the controller. The pt called back the next day ((B)(6) 2022) stated she was sent a new recharger (rtm) cord and a new controller but she was expecting the li battery to be replaced. The pt stated that she is charging today for 30 min. The controller battery has been at 30% and the controller has gone from 100% to 90%. The manufacturer's agent is going to call pt back in 1 hour to verify the charge level of the ins battery. The pt stated she has excellent charge quality. The agent made an outbound call to verify the charge level of the ins battery. The pt stated that after 1 hour the ins is @ 50% and the controller is down to 50% charge. The pt verified it says "excellent charge". The pt stated that 2 times the screen showed "finished" so pt had to restart the charge to get it going again. The pt did verify that she can feel the ins in the pocket and it feels like it is flat. It was reviewed that we will replace the rtm again and suggested that pt meet with a field rep if the next set of equipment does not resolve the issue. A replacement recharger was sent to the patient. Additional information was received from the patient. An outbound call was made to the patient to confirm that they received the recharger (rtm). Pt was able to connect to the ins and was charging the ins - pt stated it started at 30% and the controller was at 100% charge. Now 20 min later the ins is @ 50% and the controller is at 80% pss is going to call pt back to make sure the ins charged complete with current controller charge level. Another outbound call was made later to verify that the controller did charge to complete. Pt stated that her controller battery was not able to complete the charge - her ins was at 70% and the controller ran out of charge. Pt controller was 100% when she started to charge today and the ins was at 30%. A replacement battery pack was sent to the patient. Pt called back from number in phone 2 returning pss agent laurie's message. Pt said they got the battery pack and saturday the controller was 100% and ins was 40%, but then a little later the ins had only charged to 80% and the controller had depleted to 0. Pt then said today they charged for an hour and a half and the ins only went from 0-50% charge. Pss confirmed through serial numbers that pt was using all the new equipment. Pss consulted with repair, who suggested replacing controller. Pss reviewed controller replacement with pt and redirected to hcp/rep should issues continue for troubleshooting in person and to check recharging.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID m995402a001, serial# (B)(6), product type product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755-s, serial# (B)(6), product type recharger product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.